Manufacturer narrative:
The company service representative examined the system and noted that the energy was a little low and the camera was a little dislocated. All other parameters were correct. Regarding the clinical parameters and images obtained, everything signals so that the routine of use, docking and procedure with the system were done correctly. There is no doubt that users are operating correctly. The parameters provided are also within normal range and according to the customer there was no change. The laser was perfectly calibrated and from the report of company-service representative indicates that the laser was also in perfect working order before. The system was examined and the reported event was not replicated. However, the systems¿ energy was adjusted as a preventive measure. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a corneal descemet detachment in the primary and secondary incisions of the patients right eye during laser assisted cataract surgery. Additional information requested.